Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 350 (mg/dl). It was also reported that the pump gets hot while charging. Customer delivered an insulin injection to address bg levels. System check with tandem technical support indicated the pump was performing as expected and that is normal for the pump to get warm when charging. Customer was reminded that the pump will annunciate a temperature alarm if pump gets too hot; however, no temperature alarms were noted in the pump history. Customer acknowledged.